Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. It is unclear if the device is available for investigation. Teleflex has requested the device. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "sidewalls were malleable making the tube easily occluded when it is slightly bent or patient bites down on it." Alleged defect reported as detected during use. There was no report of patient harm.